Manufacturer narrative:
(B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the drainage port was blocked on the bakri tamponade balloon catheter leading to the drainage bag during a postpartum hemostasis procedure. The user found no blood in the drainage bag after the balloon was in place and the color doppler ultrasound indicated the hemostasis was not well and there was a large amount of blood in uterine cavity. The user withdrew the balloon and used gauze with medicine to continue the treatment. The user additionally stated that there were no blood clots or anything else that was stuck in the drain during this procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, quality control data, and specifications. One device was returned for investigation. A visual examination noted that material from the drainage bag was left inside the drainage tube blocking the inflation line. The device history lot record noted there were no non-conformances associated with the reported failure. A search of complaint records found this is the only complaint associated with lot number 8146146. The complaint is confirmed based upon evaluation of the returned device. The cause was traced to possible component failure. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
No new event information has been received since the previous report was submitted on 23-apr-2018.